Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported having trouble connecting their wireless recharger to their implant (ins). Pt mentioned that they were having difficulty establishing a connection as their ins tends to move inside of their body, noting that sometimes it's kind of deep and sometimes they could feel a little bump on the ins site. Pt mentioned that they used to charge their ins while laying down and now they do it in a sitting position. Pt stated that it's kind of like that since after a month or two of implantation. They also mentioned feeling a tingling sensation while charging their ins and asked if it was normal. Agent reviewed information. Agent had pt connect to the recharger app and had them start ins charging; pt was able to successfully connect to the recharger app, showing that the ins was charging with good connection and the battery went from 80% to 90% during the call. Pt had trouble finding the right spot at first but after repositioning the wireless r echarger they finally able to start charging in a normal state. Agent redirected pt to their doctor (hcp) to have their ins checked. Pt mentioned that they broke a rib in their chest because they fell asleep with their hands underneath.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.